Event description:
Customer reported receiving erratic readings on his adc blood glucose meter. Customer reported that on (B)(6), 2013 at 8:00 pm he received readings of 2.2 mmol/l (40 mg/dl) and 20.07 mmol/l (361 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported that at 9:00 pm he experienced a loss of consciousness and fell on the floor. Paramedics were called and treated the customer on the scene with an intravenous infusion of glucose. Customer was also given food and milk with sugar in it to drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1283613) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.